Event description:
Information was received indicating that a smiths medical pump alarmed "error 41171" upon start up. No adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to displaying alarms during start up. Functional testing and the power up self-test was performed to test the device. The reported issue was confirmed. The main board does not operate as intended. A combination of corrupted software and main board was noted. The device has the new version of software 2120-0104.